Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity and moderate calcification. Thrombectomy and intra-vascular ultra sound (ivus) were performed. Then the 3.5 x 28 mm xience xpedition stent was implanted. Post-dilatation and ivus were performed and the implanted stent was noted to be fully apposed against the vessel wall. However, later that day, the patient experienced chest pain. Coronary angiography was performed and in-stent thrombosis was noted. The thrombosis was aspirated with a non-abbott aspiration catheter. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and thrombosis, as listed in the xience xpedition drug eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.